Event description:
It was reported the device did not seal. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. At the one year follow up, a 1.8mm leak was found. The patient was on aspirin only at the time of the event. The leak was closed with coiling the same day. There were no patient complications, and the patient is expected to fully recover.